Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Further details about the event have been requested.

Event description:
The customer requested assistance with audit log data review from the central monitor and indicated a patient death had occurred. The customer did not allege a product malfunction but has requested information regarding alarm behavior and response to silencing of alarms. The customer has indicated that the patient expired.

Manufacturer narrative:
The customer contacted the customer care solutions center for remote support. No on-site evaluation was requested and none was provided. The biomed stated that they had questions about the clinical audit log filters as the patient (mrn)was not showing up in the log and the customer had questions about wave data retrieval. The customer said they used adt feed for patient admitting. The customer was performing an internal review post a patient demise but there was no equipment failure per the biomed. The biomed was unable to search the log using mrn but would pull up the patient name with bed and equipment label in the search. The customer was able to retrieve the patient name via the equipment label. The customer asked if alarms could be silenced at the bedside if they had an mx40 in use and an overview client with full control. The customer was provided with the response "yes" alarms could be silenced at the mx40 or at an overview client with full control access and the alarms would stop ringing. The customer was informed that alarm data would be displayed in the audit log. The customer was provided with remote support to answer questions about alarm behavior when performing an internal review after a patient demise. The customer was provided with the requested responses to questions and was satisfied with the responses. The customer has not alleged that the device was a factor in the demise of the patient and the data within the complaint does not support that the device was a factor. The customer did not request anything other than responses to questions about alarm behavior and was satisfied with the information provided. The customer provided no further details about the event as there was no allegation of product deficiency or contribution to the event. The data does not support a malfunction occurred. No further action or investigation is indicated at this time.